Manufacturer narrative:
The reported information and the provided log files were analyzed. The hospital biomed checked the device after the event and determined a failure of the proportional valve of the o2 inlet to be the root cause of the problem. Based on the log entries the assessment could be confirmed. Due to a failure of the valve the o2 inlet did not close and open properly which led to an impaired gas dosage. The device detected the deviation and reacted as specified by posting the visual and audible alarm "device failure (6)" to alert the user. In addition, the ventilation is stopped and the breathing circuit is opened to ambient to allow for spontaneous breathing. The device was repaired by replacing the faulty proportional valve. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the evita v500 alarmed with device error 6 while in use. There was no patient injury. The patient was changed to another vent after a brief time.